Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the severely calcified common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, the proglide plunger was difficult to deploy; resistance was felt. The proglide needles did not fully deploy and the proglide foot would not close. The patient was taken to surgery for removal of the proglide device and common femoral artery endarterectomy. There was a clinically significant delay in the procedure or therapy. Hospitalization was extended 1-2 days. There was no adverse patient sequela. No additional information was provided.